Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that the patient is receiving constant adjust/check belt messages. The patient was issued a replacement electrode belt.